Event description:
The inlet hose going to the filters on the wall came off and flooded the room and charcoal filter two hours after install. The flood was cleaned up, the unit was inspected, and the customer was instructed to replace the charcoal filter . On (B)(6) 2010, the customer reported they were getting headaches and burning eyes from the opa and are now wearing head gear respirators. The customer did not replace the charcoal filter.

Manufacturer narrative:
Minntech field service engineer (B)(4) stated "the inlet hose going to the filters on the wall came off and flooded the room and the charcoal filter." The flood was cleaned up, the machine was evaluated and worked as intended. Mr (B)(4) advised the customer to replace the charcoal filter in the avms. On (B)(6) 2010, the customer reported that the employees are getting headaches and burning eyes and they are now wearing head gear respirators. The customer did not replace the charcoal filter. On 10-31-2010 I, (B)(4) spoke with mr (B)(6) in regards to this incident. Mr (B)(6) stated that the problem was fixed. After the filters were replaced, they had a trace analysis done and everything was fine. I asked how the employees were doing and if any were seen by a physician. Mr (B)(6) stated that he believes that they are doing fine, but wasn't sure. Mr. (B)(6) refered me to ms (B)(4) (supervisor of the employees) and gave me her email address. An email was sent to ms (B)(4) on 03-31-2010, requesting further information in regards to the employees condition, how many employees involved, if they seen by a physician etc... No further information has been received as of 04-08-2010. If additional information is received at a later date, a follow-up report will be sent.